Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ catheter leaked. The following information was provided by the initial reporter: consultant anaesthetist inserted a 14g cannula in the patients hand - there was a fast flow of blood through the injection port which was significant blood loss. New vascular access had to be sought. We have had the same issue with bd cannulas in sizes 14g, 16g and 18g. New vascular access was required.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter leaked. The following information was provided by the initial reporter: consultant anaesthetist inserted a 14g cannula in the patients hand - there was a fast flow of blood through the injection port which was significant blood loss. New vascular access had to be sought. We have had the same issue with bd cannulas in sizes 14g, 16g and 18g. New vascular access was required.